Event description:
It was reported that, during surgery on (B)(6) 2023, when surgeon was taking skin graft, the graft had a cut down middle of graft. This happened twice with 2 different blades. Both blades had same lot number. No surgical delay was noted. Follow-up confirmed that a second graft was harvested. Due diligence is in process. No additional information available at the moment.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
Due diligence is complete. There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b2, b4, b5, d4, g3, g6, h2, h3, h4, h6, h7, h9, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to a manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.